Manufacturer narrative:
The insulin pump was received with no act and escape buttons response due to corroded keypad traces. No button error alarm and no blank display during testing noted. Unable to perform all functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert due to buttons not responding. No moisture damage was found on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during our visual inspection. No numbers scrolling during testing noted. The insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose readings, moisture damage, blank display, low battery alert and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer changed the battery and found that insulin leaked out. The customer reported battery to be corroded. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.